Event description:
The customer questioned results for 3 patient samples tested for ise indirect na, k, cl for gen.2 (ise indirect na, k, cl for gen.2). Of the data provided, 1 patient sample tested for potassium (k) was erroneous and reported outside of the laboratory. The initial k result was 5.4 mmol/l. This result was reported outside of the laboratory where it was questioned by the physician. The repeat result was 4.0 mmol/l. No adverse event occurred. The ise potassium electrode lot number and expiration date were not provided. The field service engineer identified a weak main pump and exchanged it. After this service action, the customer exchanged the cuvettes and ran the weekly pipe. The customer has had no further issues and the instrument is working within specifications.

Manufacturer narrative:
This event occurred in (B)(6).